Manufacturer narrative:
The sales rep clarified that none of the total hip devices were explanted during the procedure on (B)(6) 2012. The pt fractured the tip of her greater trochanter when she fell and the surgeon went in to fix the fracture only. The implants were all solid. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, "total hip was implanted 3 weeks ago, pt fell and fractured greater trochanter. During the revision, surgeon attempted to place a med 100 mm troch plate on her femur. Tensioned all cables and crimped them. Took off all tensioning devices and the troch plate came loose. Pulled off all cables and plate and the cables were not locked into the plate. Dr (B)(6) fully clamped the crimper but the plate did not hold onto the cables."